Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the user unable to open the device? How was the device removed from tissue? What color cartridge was being used? Were any unexpected noises heard? If so, when? The information supplied on the form is the only info the hospital could give me.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, to quote the hospital incident form "second use, it's not firing and its stuck, so we could not use it anymore". It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.